Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer alleged that the pump's time was becoming inaccurate and that difficulty was intermittently experienced while the customer was filling the cartridge. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer with correcting the pump's time. Additionally, the customer cleared the malfunction alarm and was able to successfully resume insulin delivery. Although requested, no additional information was provided regarding the cartridge issue.